Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the peripheral artery. A 1.50mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr stalled twice before seizing up on the wire. The burr and wire were removed as one unit, and the procedure was completed with an alternative device. The wire had sheered. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). B3. Date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device found that the guidewire returned without the burr loaded on it and detached in two pieces. Therefore, no sign of jamming could be observed. Additionally, the body of the guidewire was bent and measured from distal to proximal at 42.0 inches. Microscope inspection revealed the spring tip was bent. The total length of the guidewire was measured and found to be 130.0 inches was according to the specification.

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the peripheral artery. A 1.50 mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr stalled twice before seizing up on the wire. The burr and wire were removed as one unit, and the procedure was completed with an alternative device. The wire had sheered. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). B3: date of event: date of event was approximated to 01/01/2025 as the exact event date was not reported.